Manufacturer narrative:
Evaluation: cam link.

Event description:
It was reported by service report that the brake/steer pedal rotation was off. No pt involvement or adverse consequences are reported.